Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the patient needs to use a ventilator for assisted treatment upon admission. During the preoperational check, she found that the ventilator did not pass the self-test and could not be used. She immediately replaced it with another ventilator for the patient to use. This equipment was reported for repair. No patient involvement.